Event description:
Subject is on the (B)(4) protocol and had been hospitalized from (B)(6) 2011 through (B)(6) 2011, with problems from his g-tube leaking -which was replaced with a g-j tube on (B)(6) 2011. During this hospitalization, pt also had significant problems with cbc dropping with and anc of 600 and platelets of 40,000 secondary to the last treatment of chemotherapy which was on (B)(6) 2011. He has not received chemotherapy since that date. His radiotherapy has continued monday thru friday as scheduled. Since his discharge on (B)(6), he was unable to use his g-j tube as directed by the medical staff, though he had good understanding and teaching by the staff. He is totally reliable -100%- dependent for all nutrition, medication, and fluid intake. He is unable to speak as he had his larynx removed, and since has been unable to communicate, only with a board and pencil, or via e-mail transmission. He does live alone, and refused home health care service that was offered by the hospital prior to discharge. Had a f/u appointment with medical oncologist on (B)(6) 2011 at which time, he communicated with the md he was unable to use the g-j tube as it was clogged, so he had, no fluids, nutrition, or meds since his discharge on (B)(6). He complained of shortness of breath, being weak and fatigue. Upon listening to the lungs, it was found to have "decreased bs rll and rml with dullness to percussion. He had thick yellow mucous from trach site, erythema around stoma. He also had complaints of cough. Unk if productive. Per chest x-ray, no pleural effusion, pulmonary congestion or edema or active cardiopulmonary disease. Also per contrast eval of existing g-j tube, it is in the normal position, functioning properly, there is however, erythema of the skin surrounding the ostomy, likely secondary to leakage. Subject will be discharged when stable, with home health care, or to sub-acute care if willing.